Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low and high blood glucose levels. Customer stated that he had high blood glucose levels of almost 900 mg/dl. The customer expressed vomiting and nausea as symptoms of his high blood glucose levels. The customer stated that he had borderline diabetic ketoacidosis. The customer also stated that he had a low blood glucose level of 40 mg/dl and treated himself with one glucose tablet. During troubleshooting, customer stated that the keypad was not responding. The customer was also hospitalized on (B)(6) 2014 for high blood glucose levels of over 700 mg/dl. Customer expressed vomiting, nausea, dizziness, sweating and thirst as symptoms of their blood glucose values. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.